Manufacturer narrative:
H4: the device was manufactured from (B)(6) 2020 - (B)(6) , 2020. H10: the actual devices were received for evaluation. Three actual samples were returned to the plant containing 24ml, 30ml and 45ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample evaluation was not able to confirm the underinfusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ IFU (instructions for use) provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during the unspecified date and month of year 2021. Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors under-infused during patient infusion. The device had been filled with piperacillin / tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.